Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. It was noted the leak was possibly right above the release bars where the tubing and pump connect. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. A separation was noted on the body of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. Abrasion was noted on the reservoir inlet tube. No functional abnormalities were noted with reservoir. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.